Event description:
It was reported that when an asymptomatic patient presented in or for a device downgrade, externalized conductors were observed. The defib portion was capped while the pace/sense portion remains active. Patient will be monitored.